Event description:
Additional information received from the manufacturer representative. It was reported that the cause of the surgeon not being able to drain the catheter was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8590-9, lot# n223114, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: 2010-03-11 explanted: 2016-11-02 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 350.1 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient had a routine eri pump replacement on (B)(6) 2016. During the replacement the surgeon was unable to drain the catheter for cerebrospinal fluid (csf) and the catheter was removed. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.